Manufacturer narrative:
An event of valve explant was reported. The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Information received from abbott¿s device tracking department indicated that on (B)(6) 2017, a 25 mm trifecta gt valve was implanted. On (B)(6) 2017, the valve was explanted. Limited additional information was obtained on (B)(6) 2018 that reported the explant was for prosthetic regurgitation due to unconfirmed etiology. The explanted valve is not available for return. A 21mm hancock valve was implanted as the replacement.